Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an unknown failure code was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that does not work. The customer later clarified that the vague reported condition is refering to an unknown failure code; this condition had the potential to interrupt delivery. This condition was found in the intensive care unit. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This involved an unremediated infusion pump with user interface module master software version 5.03.00. No additional information is available.